Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and replaced the drive manifold assembly. Unrelated to the issue, the top display was replaced due to a permanent line on the screen. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during repair service by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b3, b4, e1(site country), g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10, h11 corrected fields: e1(event site telephone number, event site email address). E1(event site postal code) is not added in initial emdr. The e1(event site postal code) is (B)(6).

Event description:
N/a.